Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The reported condition was not confirmed. The device was tested for activation by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device would not seal properly and oozing occurred. It is unknown if regrasp alarms or end tones were heard. There was no injury to the patient.